Manufacturer narrative:
User guide states: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer was using apidra insulin with the pump. Apidra insulin is off-label per the user guide. There was no reported impact to the customer¿s blood glucose. Multiple follow up attempts were made to gather additional information; however, the customer did not respond to follow up attempts.